Event description:
It was reported that an alert was detected for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Boston scientific technical services (ts) reviewed the available electrogram (egm) and discussed that lvat was suspended due to fusion beats. It was noted that there was questionable left ventricular (lv) loss of capture. The device had been reprogrammed to change the lv pacing configuration. Subsequently, an out of range lv pace impedance measurement was observed. Ts recommended programming options. This lv lead remains in service and there were no adverse patient effects reported.

Event description:
Additional information was provided that there was not loss of capture on the lv lead. The lv lead configuration was previously reprogrammed to optimize threshold measurements. The lv lead impedance measurements were noted to have been high.